Event description:
It was reported that the patient experienced a stroke, requiring additional intervention. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The procedure was completed without issue, and the patient passed the post procedure neuro check. Approximately eighteen hours post procedure, the patient experienced a stroke, and thrombosis was identified within the stent. Interventional radiology (ir) took the patient back to surgery to address the stent thrombosis. After an unknown series of events, the patient underwent a craniotomy, and remained hospitalized at the time of reporting. The reason for the craniotomy was not reported to boston scientific.

Event description:
It was reported that the patient experienced a stroke, requiring additional intervention. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The procedure was completed without issue, and the patient passed the post procedure neuro check. Approximately eighteen hours post procedure, the patient experienced a stroke, and thrombosis was identified within the stent. Interventional radiology (ir) took the patient back to surgery to address the stent thrombosis. After an unknown series of events, the patient underwent a craniotomy, and remained hospitalized at the time of reporting. The reason for the craniotomy was not reported to boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.